Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The device was used for stent placement in the carotid artery, and it was advanced from right fa. The patient's anatomical form was suitable for the procedure. When the physician attempted to inject the contrast to perform angiography, he noticed that the leakage from the hub. Another device was used instead to complete the procedure. No adverse effect to the patient reported.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "sheath introduction: using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline. Flush the dilatory with heparinized solution." The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The device was used for stent placement in the carotid artery, and it was advanced from right femoral artery. The patient's anatomical form was suitable for the procedure. When the physician attempted to inject the contrast to perform angiography, he noticed the leakage from the hub. Another device was used instead to complete the procedure. No adverse effect to the patient reported.